Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial:(B)(6). Batch: 7142939. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the lead site when the trial period began. The patient underwent an early lead pull procedure. The patient still reported discomfort at the site however is doing well upon follow-up. The removed leads were kept by the medical facility.